Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. This type of failure is associated with excess force being used or using it off angle causing the break. However, this cannot be verified as no further information regarding the technique or instruments used has been provided. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
An email was forwarded to mitek depuy quality department where an adverse incident was reported to (B)(6). Nitinol wire used to introduce screw into femoral tunnel during acl reconstruction in-line with intended use of product. Fragment of guide found to have broken off, remaining in patient. Additional information received via email from the affiliate on (B)(4) 2017. The fragment was found on x-ray. It is currently asymptomatic; therefore, removal is not currently planned.